Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the left common femoral artery, using the pre-close technique, via an 8f sheath, prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 12 f and the aaa procedure was completed. Reportedly, with one proglide, a suture break occurred during knot tightening. Another proglide device was used. The sutures of two proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.